Event description:
A review of service data detected a reportable event. During servicing of electrode belt sn (B)(4), the ECG c and d cable and the front therapy electrode cable were cut. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation the ECG c and d and front therapy electrode cables were cut. The root cause for the cut cables could not be positively identified but was likely physical abuse. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.